Event description:
The customer reported to olympus, the image on the hd autoclavable camera head was poor during reprocessing. During the inspection of the returned device, the cable unit was determined to be faulty. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was confirmed and was attributed to a faulty cable unit. In addition, the couple base plate was bent. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the reported event was due to component failure of the cable unit. Olympus will continue to monitor field performance for this device.